Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user liter flow dropped and oxygen is barely coming through concentrator with no alarms.